Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an open skin irritation under the garment. There is no alleged device malfunction. There is no indication the patient received medical intervention. Follow-up attempts were unsuccessful and the medical outcome of the patient's open wound is unknown.